Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The valve-in-valve procedure was done to correct stenosis and calcification and proceeded without complications. Patient status has not been provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards learned that a (B)(6) male underwent a double valve-in-valve procedure to correct stenosis of his mitral and aortic valves. The mitral device had been implanted for approximately 9 years. His previous mitral valve was replaced due to stenosis and calcification. No additional details provided.